Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture [baker grade unknown] and fluid accumulation".

Event description:
Patient representative reported left side, "progressive capsular contracture" baker grade unknown, "fluid accumulation", "depressive disorders, anxiety disorders and pain." Device has been explanted and will not be returned.